Event description:
The customer observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of harm as a result of these events. (B)(4).

Manufacturer narrative:
This semi-annual report covers (x) malfunction mdrs, covering the period 07/01/2009 to 12/31/2009 as agreed upon for asr (B)(4) under the modified summary reporting program. Troubleshooting determined these events to be consistent with a user-induced tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.